Manufacturer narrative:
(B)(4). Batch number: p56d0c. Investigation summary: the analysis found that one pce45a device was returned with no apparent damage and with three ecr45d cartridges reloads present. The cartridges (b and c) were received partially fired 1/10. The cartridge (d) was received with the pan dislodged and partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the lobectomy, could not fire on the 1st firing. Changed another two reloads, still could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient.